Event description:
The rep reported the device was used during a ilc. It was reported the lf001 the shrink wrap melted off. This happened with more than one fiber. The case was completed using another fiber. There was no consequence to the pt. 09/14/1998 clarification: during the analysis the fiber was observed to have a 2mm length tear of the heat shrink tubing; it had not melted.